Event description:
It was reported that 7 days after a treatment procedure for a rectal obstruction, the pt died. The pt had the wallstent placed in the rectum as a palliative measure due to his obstructive, metastatic, rectal cancer. Four days later, the pt was admitted to the hosp with symptoms of weakness and dehydration. A perforated colon was diagnosed. The perforation was surgically repaired, but the pt died four days later.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported. Should further relevant info become available; a supplemental medwatch report will be filed.